Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using ob procomfort super for menstruation (route-vaginal, lot number 1072m5751, frequency and expiration date unspecified). After an unspecified duration, she noticed that the strings of the tampon came off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2013, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using ob procomfort super for menstruation (route-vaginal, lot number 1072m5751, frequency and expiration date unspecified). After an unspecified duration, she noticed that the strings of the tampon came off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The manufacturer had not received a sample as of (B)(4) 2013. A review of the data associated with the complaint revealed no adverse trend and no lot trend. Retain sample inspection revealed no anomalies related to this complaint. The string test was performed on each tampon and the device met specifications. Device history record review revealed no incident in regards to process deviations or any atypical situation that would be associated to the complaint was observed. The history of changes performed on the product and process, the only significant change that was made to the string was a change of the supplier location. All changes made to the device or process went through the design control process. Based on the investigation results, no assignable cause was identified. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.